Manufacturer narrative:
Evaluation is anticipated, upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, a clot formation was formed. The physician was inserting a diagnostic catheter and when the catheter was pushed through the sheath and before connecting to the manifold he could not get any blood return. The physician pulled out the catheter and noticed a blood clot in the catheter. Patient is reported to be fine.